Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two percutaneous leads (from the same lot) as part of his scs trial system. It was reported, the pt felt rib stimulation and reprogramming temp resolved the issue. The pt allegedly went to the emergency room two days later with severe pain in his intercostal area that persisted even when stimulation was turned off. It was reported the pt's lead had migrated superiorly. The implanting physician decided to remove the leads.